Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an overdose. The patient was admitted to the emergency room. It was not known if the volume was checked for a discrepancy or if there was a programming issue. The drug in the pump at the time of the event was morphine. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.